Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the drive support cap was sticking out of the insulin pump. The customer also stated the battery cap was cracked. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken battery cap, loose and protruded drive support disk, cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.